Event description:
The customer reported that during a procedure, they received a 'leak in the centrifuge' alarm. The operator aborted the procedure without rinseback and observed a leak on the ring. Due to EU personal data protection laws, the patient information is not available from the customer. Per the customer, the disposable set is not available for return for evaluation. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause could not be determined. Possible causes include but are not limited to:-manufacturing defect of channel welding-bond failure of tubing to channel, control y, or lrs chamber-misload of channel resulting in seam leak or damage to channel from other centrifuge components such as the centrifuge arm.